Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 500 mcg/ml at 25 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient was seen in the clinic approximately two weeks ago. At that visit, they performed a catheter access study in preparation for prophylactic pump replacement due to elective replacement indicator (eri) 13 months. At that visit, patient reported that she was having increased pain and retrospectively realize that she was having withdrawal symptoms that included nausea, restlessness, and sweating. A catheter access study was performed in the clinic, which was negative for cerebrospinal fluid (csf) confirming that the catheter was obstructed. No known contributing factors that may have led or contributed to the issue. Negative catheter aspiration approximately 2 weeks ago (exact date unknown). Recent plain film x-rays (exact date unknown) demonstrated the catheter tip at the t4/5 interspace. The physician started by opening up the existing pump pocket and dissecting down to the existing pump and proximal pump segme nt. The pump was removed from the pocket and the physician attempted to aspirate from the catheter access port but had no return of csf. The physician then proceeded to disconnect the existing pump, but he still did not notice any dripping from the catheter. He next disconnected the proximal segment at the collet, and there was freely dripping csf immediately noted from the spinal segment. The physician decided to replace the proximal pump segment. He was given a new 8780 catheter kit, of which, only the proximal segment was used. He connected the new proximal segment to the existing spinal segment and then to the new pump. A catheter aspiration was done before, and after placing the pump back within the existing pump pocket with positive return of csf. Incisions were then irrigated and closed. No changes to catheter length/volume. 8780, implanted length 114.3 cm; volume 0.251 ml. Due to the known catheter obstruction, the drug concentration and dosing were reduced in order to prevent symptoms of overdose/toxicity when initiating the infusion. Previous medication was fentanyl 400 g/ml and bupivacaine 12 mg/ml. Pump was previously sent to minimum rate when the catheter was found to be obstructed. Fentanyl 2.5 g/day and bupivacine 0.075 mg/day. The physician believed the cause of the catheter obs truction was related to a kink in the proximal segment of the catheter within the pump pocket. The issue was resolved at the time of the report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 14-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.